Event description:
It was reported that the patient presented in ICU for unrelated reason. Upon interrogation, the pulse generator exhibited sensing anomaly. The device was programmed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).